Event description:
After placing the cartridge into the intellejet machine for the arthroscopic procedure being performed, the cartridge started pouring water all over the floor and into the inner workings of the intellejet machine.